Event description:
Litigation papers allege the patient has suffered and continues to suffer serious and permanent non-economic and economic injuries. ***update*** 6/30/2011 plaintiff's preliminary disclosure (ppd) form received (B)(4) 2011. Changed unk asr hip to asr cup added femoral head product and dob. There was no new information received that would impact the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.